Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and a steel 6 mm contact/detach infusion set, after which an agent guided a cartridge and infusion set change, rewind, tubing fill, infusion set application, and cannula fill, and insulin therapy was resumed. Symptoms included tiredness associated with elevated blood glucose. Outcomes included correction of hyperglycemia following replacement of the infusion set and cartridge and resumption of insulin delivery, without outside assistance or medical intervention. Investigation included customer support troubleshooting and education, review of the reported blood glucose values, and confirmation of resumed therapy after set and cartridge replacement. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with no reported ilet alerts and resolution achieved through replacement of disposable components and recalibration via fingerstick entry. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.